Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implant of a micro-stent, the patient bled from behind the iris. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of patient bleed from behind the iris therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to thoroughly evaluate the case. There is no mention of device system failure. A possible root cause is that intraoperative hyphema is an established risk associated with use of the device system that is clearly specified in product labeling. (B)(4).